Manufacturer narrative:
Investigation pending.

Event description:
A variance was reported between inratio inr results and lab inr result. The results were as follows: on (B)(6) 2016: inratio=5.0; on (B)(6) 2016: lab=3.2, inratio=3.8. The reported therapeutic range was: 2.5-3.5. It was also reported that the first drop of blood was not being used when testing.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 376826a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances; the lot met release specifications. Although a technique issue was identified in the complaint, a root cause could not be determined with the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.